Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded in a sharps container; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the blue plastic handle came off of the stylet as the nurse was removing the wired stylet. The hooked end of the wire punctured the nurse's glove and the skin of her finger causing a puncture injury. Additional information provided by the customer stated that the wire end pierced the nurse's index finger skin through her glove and she had to seek first aid per island health's procedure. The nurse received a tetanus shot.